Event description:
It was reported that the ventilator's battery was faulty. Reportedly, the battery was not charging. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the battery to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.